Manufacturer narrative:
The manufacturer previously reported and event in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging something in the air leaks up into eyelids and causes bacterial infection of the eyes, and bad headache every morning. Per the patient the doctor said, "it's the chemical that is doing that." Additionally, patient alleged that humidifier is not warming up. The previous report incorrectly captured the reported event as an adverse event, required intervention as outcomes attributed to ae and type of reported complaint as serious injury. The event is a product problem.

Manufacturer narrative:
H3 other text : device returned to manufacturer but not yet evaluated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging something in the air leaks up into eyelids and causes bacterial infection of the eyes, and bad headache every morning. Per the patient the doctor said, "it's the chemical that is doing that." Additionally, patient alleged that humidifier is not warming up. The device has been returned to the manufacturer, but evaluation has not yet begun. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 06, 2025, and h11 should be reported as the manufacturer previously reported and event in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information previously alleged something in the air leaks up into eyelids and causes bacterial infection of the eyes, and bad headache every morning. Per the patient the doctor said, "it's the chemical that is doing that." Additionally, previously patient alleged that humidifier is not warming up. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was 4 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. Evaluation method code grid, evaluation results code grid, component and conclusion code grid was updated.